Event description:
One balloon burst and one balloon leaked during a percutaneous transluminal angioplasty procedure. A third balloon was used to successfully complete the procedure without pt complications. These devices have not been returned for evaluation. Therefore, no failure analysis is available.to date no further details with regards to the circumstances surrounding this event were available. Should further details become available, a supplemental medwatch report will be forwarded under the appropriate sequence number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the devices and without further details about the event co cannot determine the exact cause for this event. Directions for use state: "do not exceed the normal pressure printed on the product label. Never manipulate the catheter with the balloon inflated.. The intergrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."

Manufacturer narrative:
These devices were returned, evaluated and retained by this MFR. The engineering evaluation of the first unit revealed a 12 millimeter burst in the middle part of the balloon. Evaluation of the second unit revealed a 5 millimeter burst in the distal part of the balloon.